Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge when connected to the customer's personal computer. There was no impact to the customer's blood glucose level. The customer connected the pump to a different adapter and the issue was resolved. A replacement adapter was sent to the customer.